Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump displayed a persistent restart alert with code 32 indicating a delivery motor communication error, which recurred after multiple restarts; the user¿s blood glucose was 157 mg/dl and unaffected at the time, and the user transitioned to backup therapy while a replacement ilet was arranged. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy without reported clinical sequelae. Investigation included customer service troubleshooting and receipt and inspection of the returned device. The failure investigation was unable to replicate the alleged device issue. No fault was found with the device.